Manufacturer narrative:
No contact information provided, product was not returned.

Event description:
Guest says these toothbrush heads fall off when you brush your teeth she has scraped her mouth and almost choked on it. No further information was provided regarding which part of the brush head broke off.